Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms and an occlusion alarm. When the temperature alarm occurred the customer was hiking on a hot day in texas with the pump in a backpack. The customer changed the infusion set and cartridge. The next day the customer received another occlusion alarm. The customer changed the supplies again. The customer's blood glucose (bg) level ranged from 400-470 mg/dl and insulin injections were used to address the bg level.